Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event during the night while using the device. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention with oral glucose administration. Investigation included communication with the user and analysis of information provided by the user or third parties. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.